Event description:
Per the clinic, the patient experienced infection at the implant site and extrusion of the actuator unit. Additional information has been requested but it has not been made available as of the date of this report.